Manufacturer narrative:
Sizing issue. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information and a copy of the operative report were received. The device is unavailable for evaluation. The device history record (DHR) review has been completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
It was reported that the device was explanted after an implant duration of zero days. Through follow-up with the health-care provider, it was learned that the device was explanted due to regurgitation, possibly due to a sizing issue. Upon examination, it was noted that the posterior leaflet too was far away from the anterior leaflet. Therefore, the ring was explanted, and replaced with a smaller size.